Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones. On interrogation, it was found the device had reached elective replacement indicator. There was a concern the battery had prematurely depleted as the estimated remaining longevity was 55% the previous month. Records indicate this device remains in service. No adverse patient effects were reported. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones. On interrogation, it was found the device had reached elective replacement indicator. There was a concern the battery had prematurely depleted as the estimated remaining longevity was 55% the previous month. Records indicate this device remains in service. No adverse patient effects were reported.